Event description:
Cryoablation procedure was performed (B)(6) 2013. The patient had been successfully ablated for atrial fibrillation with no adverse occurences during the case. A total of 8 cryo applications had been done (2 in lspv, 3 in lipv, 1 in ripv and 2 in rspv) with the lowest ablation temperature being -59c. The patient returned to hospital on (B)(6) 2013 presenting with a high fever and chest discomfort. It was determined by imaging that the patient had an atrio-esophageal fistula at the junction of the left superior pulmonary vein and the left atrium. On (B)(6) 2013, the patient underwent surgical repair of the atrio-esophageal fistula. The physician stated that the patient did not appear to have had any changes in mental state at that time. Update received (B)(4) 2013 indicated that the patient was alive. Patient has a tracheotomy and is going through rehab. Patient had a stroke following a secondary fungal infection.

Manufacturer narrative:
The device was not returned for investigation. Bin files were reviewed and do not show any system notices for the date of event. Bin files also show at least (B)(4) injections were performed with the catheter 2af284 / (B)(4). There was no indication of product malfunction.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cryoablation procedure was performed (B)(6) 2013. The patient had been successfully ablated for atrial fibrillation with no adverse occurences during the case. A total of 8 cryo applications had been done (2 in lspv, 3 in lipv, 1 in ripv and 2 in rspv) with the lowest ablation temperature being -59c. The patient returned to hospital on (B)(6) 2013 presenting with a high fever and chest discomfort. It was determined by imaging that the patient had an atrio-esophageal fistula at the junction of the left superior pulmonary vein and the left atrium. On (B)(6) 2013, the patient underwent surgical repair of the atrio-esophageal fistula. The physician stated that the patient did not appear to have had any changes in mental state at that time. Update received (B)(6) 2013 indicated that the patient was alive. Patient has a tracheotomy and is going through rehab. Patient had a stroke following a secondary fungal infection. Update received (B)(6) 2013 indicated that after several weeks and multiple hospital-related complications, it was decided to have the patient care withdrawn, and the patient expired. Date of death is unknown, date above is an estimated date.